Manufacturer narrative:
At this time, the suspect component has been received by vyaire and is awaiting evaluation. Once a final investigation has been completed, a follow-up report will be submitted.

Event description:
The customer reported that the amplifier becomes very hot to touch. The device was in use on a patient at the time of the incident; however, there was no end user and patient harm associated in this event. The suspect amplifier has been returned to vyaire for investigation.